Event description:
Rptr was misdiagnosed as schizophrenic in order to justifiy the administration of 15 electroconvulsive "treatments" to her against her will at age 17. Everyone except for two 10-yr-old boys on the psychiatric unit of the hosp was subjected to shock "treatments." Following the series of treatments rptr had no menstrual period for 9 mos and her eyesight worsened to 20/200. Rptr had severe memory loss and learning disabilities that have remained throughout her life.